Event description:
The customer contact reported a problem related to the bolus administration. It was reported that the wiring configuration at the back panel of the docking station was unusual. The customer contact reported the event occurred prior to an epidural procedure. It was reported that there was a delay in therapy, however, there were no reported adverse patient effects and no medical interventions were reported. No specific details and no add'l info were provided. During verification testing at the service center, the test pump was attached to the docking station, and when the test bolus cord was pressed, a bolus dose was not delivered.

Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.